Event description:
Without prior knowledge, pt was sent newly designed infusion sets for their insulin pump. Directions were not thorough, and product design seemed inferior to prior set. Contacted co for clarification and advised of difficulty pt had with sets falling apart. Pt sent them two sets that had detached from their insertion site.